Event description:
It was reported that in the last few months the patient had noticed a significant increase in pain and discomfort and that she had been working for about two months. It was noted the patient hadn¿t been getting much empathy or sympathy from her various health care providers (hcp). The patient had just recently gone to the hospital and they reportedly discovered that her pump was not working. The device had been refilled on (B)(6) 2014 and there had been nothing that indicated there was a problem with the pump. It was reported that the morphine and bupivacaine had been dispensed and ¿took the refill¿. The reporter wanted to know where the morphine had been going and how they could determine more quickly if the pump is not working. The reporter also wanted to know what the patient should do about the issue. It was noted the patient had the pump for a long time and it had really been a big help to her as shown by the difficulty she had when it appeared it was not working. No further information had been provided including specific information regarding how the pump was not working, if any troubleshooting, interventions or other actions had been taken or the patient¿s final outcome. Additional information has been requested to obtain the patient¿s name and information as well as the managing hcp¿s information, but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).